Event description:
It was reported by the surgeon that he had some questions regarding a patient with a lead fracture. No patient or product information was provided. Follow-up with the surgeon found that he could not remember any identifying information but stated that he believed that the event had been previously reported to the manufacturer and the explanted lead had been returned to the manufacturer however no information was provided to verify this. The surgeon did not wish to look up the patient's information.